Manufacturer narrative:
As product was not returned and test strip lot was reported is now expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: two, unsuccessful, attempts to contact the customer have been made to gather additional information regarding this event.

Event description:
Customer reported that on (B)(6) 2011 at 7:00 am he received a "hi" reading on the display of his adc blood glucose meter. He further reported that after receiving the result he "was pale, cold, foaming at the mouth" and subsequently experienced a seizure and loss of consciousness. Paramedics were called. Customer does not know what treatment was provided, but remembered hearing they tried to start an IV, but could not "because (he) was so cold". Customer was transported to a local healthcare facility and was diagnosed with hypoglycemia. Customer did not provide any information regarding treatment he may have received at the hospital, but acknowledged he did not receive any medications that were not previously prescribed. Customer denied self-treating. There was no report of death or permanent injury associated with this event.